Event description:
On july 13, 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that one touch ultrasmart meter is giving innacurate high readings. On three days prior, the pt reported blood glucose results of "309 mg/dl" with a lifescan meter and "239 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30 % and/or <=30 mg/dl. As a result of the reported issue, the pt reportedly increased his humalog insulin to 13 units. After the reported issue began, the pt reportedly was feeling shaky. It is not clear if the pt felt shaky after he took an increase dose of insulin or before. The reporter indicated that the pt did not receive any medical intervention as a result of the reported issue. It would have been helpful to know the pt's testing frequency, diabetes medication regimen, and the events prior to the pt's alleged reported symptoms such as food intake, diabetes medication regimen, reading from the subject meter, and physical activity. In addition, it would be helpful what the time and date when the reported symptoms began, how the pt treated his symptoms, the duration of the symptoms, and if his symptom abated. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt had symptoms that could be suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs products for evaluation, but has not yet received them. If the lfs products are returned, lifescan will evaluate them and, if the lfs products do not pass inspection, lifescan will inform FDA of the results in a supplemental report.